Event description:
It was reported that when the external pulse generator (epg) was held in their hand it would pace but that when it was set to the bedside the epg stopped pacing. It was also reported that the pace lights were illuminated but there was no pacing spikes seen on the monitor. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.